Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. Visual inspection demonstrated that the distal part of the lead was found partly pulled out from the ring electrode. The steroid collar was damaged. Based on the characteristics of the findings, it is reasonable to assume that the lead had been subject to excessive mechanical stress. Traction forces during the surgery should be taken into consideration. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead became dislodged due to twiddler's syndrome. Should additional information be received, this file will be updated.